Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during middle of patient treatment. The hcp reports tmp and venous pressure was noted to be within normal limits and the patient access was functioning adequately at the time of the incident. New disposables used to continue the treatment without incident. Estimated blood loss = 150cc. The dialyzer was reused prior to the reported event. Exact reuse number unknown. Hcp reports no patient injury or need for medical intervention.